Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. The customer stated the pump was delivering insulin even though it was giving her a low warning. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.